Event description:
A site representative reported that, after a while navigating in a cranial resection procedure, their navigation system did not navigate as expected. The navigation system displayed that both the reference and the pointer were visible, indicators in green and all spheres were visible. The navigation system was re-booted to restore navigation. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the site realized the reported issue after changing from the dirty reference frame to the sterile one, although they stated that they placed the reference frame correctly. The navigation system was working properly, responding as expected, however, when the surgeon put the pointer on the patient, the navigation system did not navigate until after they re-registered the patient using tracer registration. It is deemed likely that the site staff may have blocked the navigation system without noticing, or placed the reference frame upside down when changing references. Recommendations were made regarding this issue. On 01/30/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/16/2017 software analysis was unable to determine probable cause with the information provided. No further issues have been reported.